Event description:
The patient experienced shocking at the lead location. The patient was unable to adjust stimulation. The patient programmer showed a 'call your doctor' icon. The patient called the manufacturer. While on the phone, the patient was shocked twice. The error message was unable to be duplicated. The patient turned his stimulation off. The field representative was notified of the issue and met with the patient and 'took care of the issue' (specifics not reported). Afterward, the patient condition was reported to be 'great'. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).